Event description:
It was reported that upon use of the bd affirm atts, an employee at a doctor office failed to properly break the ampule and transfer the patient sample. The entire ampule was incorrectly transferred into the transportation tube, so when processing, operator was pricked by ampule glass. The patient was positive for unknown organism. Supervisor sent injured operator to be seen by a medical professional in their facility right away.

Manufacturer narrative:
Investigation summary: bd initiated investigation on the customer report regarding patient injury while using the affirm atts (catalog # 446255) due to glass shards. Bd implemented the packaging of the atts ampule crushing tool to prevent occurrence of user injury caused by the ampoule. All current atts kits contain 1 tool provided in each kit, and additional tools are available from bd technical services. Bd strongly recommends the use of this tool, and to follow package insert instructions explicitly for the proper use of this tool to eliminate chances of injury due to glass shards.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that upon use of the bd affirm atts, an employee at a doctor office failed to properly break the ampule and transfer the patient sample. The entire ampule was incorrectly transferred into the transportation tube, so when processing, operator was pricked by ampule glass. The patient was positive for unknown organism. Supervisor sent injured operator to be seen by a medical professional in their facility right away.